Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Received logs and found technical failure 316 - blower failure and technical failure 401 - inspiration valve or device leaky. Ventilator had just recently had the blower and the power board replaced. Vyaire technical support was consulted and suggests that main board should be replaced in this scenario. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned .

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 401 (inspiration valve or device leaky alarm). Furthermore, there was no information regarding patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify issue. However, log file analysis tool was utilized. As per the notes on (B)(4), mainboard was also defective. Blower failure already identified and investigation documented. Alarm 316 (blower failure) and alarm 401 (inspiration valve or device leaky) triggered during each start-up self-test since a certain time. Most likely blower riving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause not established.